Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 78-year-old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). At pump insertion the patient was presenting in scai stage d shock. Underlying medical history was not shared. After the pump was inserted the team escalated care and added inotropes, vasopressors, a vent for respiratory needs, and extra corporeal membrane oxygenation (ECMO). The patient experienced frequent runs of ventricular tachycardia (vt). To remedy the issue the team repositioned, but this did not bring relief and so after 27 hours the pump was explanted and replaced by the impella 5.5 pump. The patient survived the vt and revision to the 5.5 pump. The exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.